Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate nor confirm the customer reported complaint. The fenestrated bipolar forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was not expired and the in-house system showed the instrument had 10 uses out of 14 remaining. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and no damage found to the life indicator. A review of the logs showed that the instrument had 10 uses remaining and was not expired. An additional observation not reported by the site and was not related to the customer reported complaint was observed during analysis. The fenestrated bipolar forceps instrument was found to have damage to the conductor wire¿s insulation at the distal end. The internal conductor wire was exposed as a result. The instrument passed the electrical continuity test and no signs of thermal damage were observed. The root cause of this failure is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps (471205-17/ n11200812 0073) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 10 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the fenestrated bipolar forceps instrument was found to have conductor wire damage with exposed internal wires and no evidence or claim of mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was out of uses. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.